Event description:
It was reported that during implant of the subcutaneous implantable cardioverter defibrillator (s-ICD), it exhibited low impedance measurements of less than 30 ohms. Technical services (ts) was contacted and discussed how, in patients with smaller statures, impedances near 30 ohms were common, and ts made solution recommendations. The s-ICD system remains in service. No adverse patient effects were reported.